Manufacturer narrative:
The system board and internal battery were returned to the manufacturer's product investigation laboratory for investigation and both components were found to operate as designed.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was advised to reload the device's software to correct the issue. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was advised to reload the device's software to correct the issue.

Manufacturer narrative:
Device not returned.